Event description:
The pacemaker involved in this MDR report has been replaced due to intermittent capture (v-pace programmed at 3.00v@1.0ms - v-threshold: 0.75v@0.35ms). The pt is pacemaker-dependent.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the u.s. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved under (B) (4). Analysis is pending.